Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested further information was not provided.

Event description:
It was reported that device was giving an error code 240.4150. Replaced both pressure sensors, calibrated, performed preventative maintenance, passed all tests. Although requested, further information was not provided.